Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the core wire was fractured approximately 329.5cm from the proximal end. The outer diameters were measured and met specification. The fractured section was sent to the mtac lab for fracture analysis and their analysis concluded that the fracture occurred due to a torsion overload. No material anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. Access was obtained through the femoral artery. The 70% stenotic lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician completed ablation and then during the removal of the 330cm rotawire guide wire a fracture occurred 2 to 3cm from the distal tip inside the guide catheter. The complete wire was removed from the patient. No resistance was encountered during the withdrawal. The procedure was completed with a different device. No complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a guide wire fracture occurred. Access was obtained through the femoral artery. The 70% stenotic lesion was located in the moderately tortuous and severely calcified left anterior descending artery. The physician completed ablation and then during the removal of the 330cm rotawire guide wire a fracture occurred 2 to 3cm from the distal tip inside the guide catheter. The complete wire was removed from the patient. No resistance was encountered during the withdrawal. The procedure was completed with a different device. No complications were reported and the patient's status is fine.